Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 424 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer advised the child block feature was active and they were assisted with disabling the feature. Customer then delivered a bolus and was advised to call back if issues persist.